Event description:
Philips received a complaint by the medical examiner (me) on the v60 indicating that a blower temperature high alarm sounded while the device was used on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another v60, and the device kept operating when the alarm occurred. There was no reported delay in therapy or medical intervention. The medical examiner (me) called technical support to report that a blower temperature high alarm sounded. The manufacturer's product support engineer (pse) evaluated the device and found that the filter was replaced. The pse performed a test run, but the reported issue was not duplicated. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Although the 1122 "blower temperature high" alarm error could not be duplicated, the 1122 error code was confirmed in the event log. The blower assembly ultimately was replaced for preventive measures.